Manufacturer narrative:
Device received error 38 during rewind due to motor flex not plugged in properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump error alarm occurred during basal. The insulin pump will be returned for analysis.